Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had scale marking issues. The following information was provided by the initial reporter: "the customer is reporting that the syringes are blank, no markings/measurements on them."

Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: two photos of 3ml luer-lok syringes lot 3209797 were received and evaluated. One image shows the top web graphics side of a sealed package with all applicable product information. The other image shows a syringe in a sealed package with all scale markings missing. The observed condition is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. The following corrective actions will be taken: re-education of associates involved in batch manufacture will be conducted to applicable procedures and a quality alert will be sent to the manufacturing plant to notify all associates. A device history record review was completed for provided lot number 3209797 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.